Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a screw inserter tip sheared off during insertion. The screw inserter tip remains in the patient confined to the screw. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation, and a thorough investigation was completed. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon analysis of the shear face, it was noted that the surface was coarse and uneven, suggesting the tip failed in brittle fracture. It is possible that compounding forces coupled with torque expenditure at the event site may have contributed to this specific failure nature.

Event description:
On 07.03.2018 it was reported to k2m, inc. That a surgery took place in which a screw inserter tip sheared off during insertion. The screw inserter tip remains in the patient confined to the screw. Surgery took place (B)(6) 2018.